Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. D4: batch # 162a28 . H6: component code g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with 4 double drivers loose and 3 double drivers and 1 single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form right side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the lobectomy surgery, noted that cartridge base loose and could not install. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.